Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The expiration date is unknown.

Event description:
It was reported by the sales rep via cst that during a rotator cuff repair procedure the vapr 90 suction electrode was not working. The case was completed with another like-device with no patient harm or delay. Additional information proved by the affiliate reported that the device was not coagulating. It was also reported that the device was new and unused.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated. Visual observation revealed no anomalies on the active tip. There was saline residue in the suction tube indicating the device had been used. The electrode was connected to a vapr vue generator and all correct default settings were made available. The generator was set to maximum power for ablation and coagulation modes and activated in saline but the device did not function as intended. During testing, the coagulate and ablate functions did not work. The device was sent to the supplier for further evaluation. The supplier provided the following: the investigation established that the device would not activate on either ablate or coag, therefore substantiating the customer complaint. The returned device had no active continuity indicating an intermittent connection in continuity across the electrical crimp contained within the handle. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, a CAPA investigation has identified the components used in the process are not compatible for this method of joining and further design activity is required to improve the robustness of the electrical connections. The root cause of this failure is a design fault and corrective action is design improvements. And no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).